Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02438. Visual examination of the provided pictures identified the explanted head and liner. No further evaluation could be made from the provided pictures. The complaint cannot be confirmed. Device history record (DHR) review is unable to be confirmed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat#: 163652 / 22.2mm dia cocr mod hd -5 nk / lot#: 361750. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision due to a dislocation. The liner and head were removed and replaced. Attempts have been made and no further information is available.